Event description:
Reporting status: serious injury/medical intervention/permanent impairment. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that two 3.0x15 promus stents were implanted; one in the ostial circumflex, which was heavily calcified and one in the left main. It was planned to go distal in the circumflex; however, it could not pass through the previously placed stent. When the device was pulled out, the stent was gone, it had dislodged. There was an attempt to snare it, but retrieving it from the pt's anatomy was unsuccessful. The pt is doing fine and is not having any complications. No add'l event or pt info is available. You are receiving this MDR report from abbot vascular because boston scientific corp distributed promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. The promus IFU states, "place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by transferring through deployment stents." Based on the reported info, it appears that the stent dislodgement occurred during removal of the sds after attempt to cross a previously implanted stent.